Event description:
Revision surgery - the pt's humeral aseptic was loosening due to proximal humeral bone loss.

Manufacturer narrative:
The reason for this revision surgery was to remedy aseptic loosening after 3.3 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history record and product complaint report history were not performed due to no information regarding the part and lot numbers of the product. The root cause for the loosening was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.